Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and alleged that the pump was emitting frequent occlusion alarms. The patient had a blood glucose of 450 mg/dl with moderate ketones. During troubling shooting, the patient changed the cartridge and the tubing, but the issue did not resolve. This complaint is being reported because the patient experienced hyperglycemia related to the occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission :10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/alarm history for the event have been overwritten. The available black box data &alarm history shows no evidence of any occlusion alarms. Rewind, load cartridge and prime steps were performed successfully with no alarms. Force sensor calibration is detecting correct force. Pump exercised for 24 hours with no occlusions occurring. The daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.